Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. Customer reported to agfa engineer that when tracking with the wallstand handle or peddle of the dx-d600 overhead tube crane (otc) the unit made a banging sound when moving. Agfa service reinstalled the tachometer pulley and the unit worked properly. There were no reports of harm to any patients or users during this event. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation.